Event description:
A report was received that the patient had infection and had drains coming out from the ipg and was initially prescribed with antibiotics. The physician did not believe that infection was device nor procedure related. The patient underwent an explant procedure and was doing well following procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.